Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's act button on the insulin pump did not work properly. The customer stated that she needed to push the button several times for it to respond. The customer stated that the insulin was neither bumped nor exposed to moisture. Advised to contact sales representative. Nothing further reported.